Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had hyperglycemia. Blood glucose level was 600 mg/dl at the time of incident. Customer corrected it with manual injections. Customer stated that the auto mode was not in use at the time of reported event. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined to troubleshooting for the high blood glucose and stated that she did not complete the rewind and never filled the new tubing she stated that is why her blood glucose went up cause the tubing was not filled. Customer was advised that she has to complete the tubing due to insulin filling the tubing prior to being delivered. Insulin pump will not be returned for analysis.